Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 0.34 mmol/l (6.1 mg/dl) while wearing the pod for 2 days. It was confirmed the patient uses sanofi insulin 100-u. The patient fell between the bar of her bed and the mattress. The patient was hanging onto the mattress to the point where their hand turned white. The patient pressed the emergency lifeline and their neighbor came. Emergency services was called and the patient was transported to the hospital. Patient was given juice, antibiotics, oxygen and inhaler for treatment. The patient was released the same day.